Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was receiving an unknown dose of morphine with a concentration of 25 mg/ml via implantable infusion pump. It was reported that the patient was in the emergency room since 5:40 pm last night with a confirmed motor stall. The rep was using the 8840 programmer when they saw it was stalled. There was no emi, MRI or magnets present during the stall. The patient was monitored and stable. The pump was still stalled and the healthcare provider (hcp) was going to program the pump to the minimal rate and give the patient oral baclofen. Their pump was manufactured prior to the design changes implemented in 2016 and 2017 that reduced the potential for motor stalls. The rep inquired if the pump was included in any recalls. Technical services reviewed that the pump was not included in field actions for sm2 battery performance or motor stall due to foreign particle. Technical services also gave considerations to silence the active stall alarm. The patient and pump were being monitored to see if the motor stall recovers within 48 hours. If not the pump will have to be replaced. The rep will contact the hcp tomorrow to decide what the next step will be. No symptoms were reported. Additional information was received from the rep who reported that the pump had recovered on (B)(6) 2020 at 5:15 am. They ruled out anything environmental that may have caused the stall. Technical services reviewed that because it is unknown why it stalled, the pump could stall again in the future or may not. The rep said they would review this with the hcp. Additional information was received from the rep who reported that the cause of the motor stall was unknown and the pump remains implanted. The issue was resolved and the patient was alive without injury.